Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had other critical pump error while swimming. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer complained on (B)(6) 2021 the insulin pump alarmed pump error 35 after moisture exposure. The device received with critical pump error due moisture damage on the electrical board 1 and electrical board 2. The insulin pump was unable to download to thump and verify pump error 35 due to moisture damage to electronic assemblies. Found moisture damage to force sensor, electrical board 1 and electrical board 2 during visual inspection. Cleaned motor assemblies, electrical board 1 and electrical board 2 with alcohol and no effect. Unable to verify cause of critical pump error due to moisture damage. Device unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, pillowing keypad overlay, cracked case (battery tube) and serial number label missing. The p-cap/reservoir does lock properly. The insulin pump was unable to download to thump and verify pump error 35 due to moisture damage to electronic assemblies. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.